Event description:
It was reported that noise was observed on the pace/sense portion of this right ventricular (rv) lead. The pace/sense portion of this rv lead was ultimately capped, and a new pace/sense lead was implanted. No additional adverse patient effects were reported. The high voltage portion of this product remains in service. This report will be updated, should additional information be received.